Event description:
(B)(4). Sharp pains in lower abdomen, numerous utis, bladder infections, extreme fatigue, multiple bv, heavy bleeding during and after intercourse, depression, anxiety, fogginess in thoughts, always sick with flu like symptoms, breast tenderness, aches and pains in joints and muscles, loss of sleep, back pains, vaginal odor and swelling, yeast infections, high white blood cells and blood in urine